Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mild to moderately tortuous and severely calcified mid right coronary artery. A 10mmx3.75mm wolverine coronary cutting balloon was used post ablation. During procedure, the balloon was inflated at 6atm twice, however it could not increase in pressure upon third inflation. A visible hole on the balloon itself was noted upon removal. The procedure was completed with a different device. There were no complications reported and patient was in normal condition post procedure.